Manufacturer narrative:
The gore® excluder® aaa endoprosthesis delivery catheter was received by gore from the facility and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. During investigation, it was confirmed that the leading end of the delivery catheter was broken at the trailing olive. Visual examination showed that the polyimide guidewire lumen had fractured at the trailing olive. The root cause for the broken leading end of the delivery catheter could not be determined with the currently available information, although use outside of the instructions for use (IFU) may have contributed to this occurrence.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2017, a gore® excluder® aaa endoprosthesis was implanted as part of an endovascular aortic repair. During the procedure, a trunk-ipsilateral leg component was advanced and deployed as planned. An introducer sheath was then placed on the opposite side for advancement of a contralateral leg component ((B)(4)). According to the report, the patient¿s anatomy was moderately tortuous, and the sheath could not be advanced to the level of the contralateral gate. The contralateral limb was advanced outside the sheath and was successfully deployed in the desired location. However, after removal of the delivery catheter, procedural angiography revealed the leading olive had broken from the catheter and remained inside the patient. The physician was able to remove the olive from the patient using a snare, and the procedure went forward without any further reported complications. The patient tolerated the procedure. The delivery catheter has been returned to gore for analysis.